Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx pro closure device was implanted. At the 45-day routine follow up, computed tomography (CT) imaging revealed a 1.6 x 0.7 cm device related thrombus (drt) adherent to the proximal surface of the closure device. There was no evidence of gap or leak around the closure device. The corrective action for this event was an oral antithrombotic and no invasive interventions were required.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx pro closure device was implanted. At the 45-day routine follow up, computed tomography (CT) imaging revealed a 1.6 x 0.7 cm device related thrombus (drt) adherent to the proximal surface of the closure device. There was no evidence of gap or leak around the closure device. The corrective action for this event was an oral antithrombotic and no invasive interventions were required. It was further reported the watchman flx pro closure device was 31mm in size. It was further reported the patient has received follow up CT imaging that shows the drt is still present, but has decreased in size.

Manufacturer narrative:
B5: information added. H6 impact code added: imaging required.

Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx pro closure device was implanted. At the 45-day routine follow up, computed tomography (CT) imaging revealed a 1.6 x 0.7 cm device related thrombus (drt) adherent to the proximal surface of the closure device. There was no evidence of gap or leak around the closure device. The corrective action for this event was an oral antithrombotic and no invasive interventions were required. It was further reported the watchman flx pro closure device was 31mm in size.

Manufacturer narrative:
D4: device lot and device information added d6a: implant date added.